Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The investigation was unable to determine a conclusive cause for the reported device dislodged or dislocated; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) stent detached from the balloon. Factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping during manufacture, an incorrect sized sheath, force sheath removal, inadvertent mishandling during preparation, manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The unknown xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. D6a: implant date is estimated.

Event description:
It was reported in a general comment that during use of the xience proa stent delivery system (sds), the stent detaches from the balloon and it is difficult to complete the procedure. The stent is managed to be implanted but the method was not specified. There were no reported adverse patient sequela. No additional information was provided.